Event description:
It was reported that an ilet device experienced an out-of-box touchscreen failure during training, where the user and nurse were unable to select the on-screen begin button, indicating an unresponsive display interface. Symptoms included no clinical effects. Outcomes included no impact to health or medical care. Investigation included technical support, troubleshooting, and education with the user and coordination for device replacement. Investigation conclusion of the returned device revealed a malfunction of the touchscreen, resulting in the inability to interact with the user interface.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.